Event description:
Facility reported that some of the arterial bloodlines from this lot number were badly kinked under the drip chamber. Product samples were forwarded for evaluation. Complaint confirmed.